Event description:
Received letter from attorney regarding fire at residence and our product may be part of it.

Manufacturer narrative:
Had product and scene location inspection with expert and pride rep. No evidence that pride product was cause of fire. No serial number retained of lift chair due to damage.

Event description:
Received letter from attorney regarding fire at residence and our product may be part of it.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided at this time. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.